Event description:
Customer returned the device for preventive maintenance. There is no patient involvement, and no harm reported to any patient. Upon evaluation of the returned device, it was observed that foreign material of fibers was clogged in the nozzle. The fibers did not exit the nozzle. This is attributed to failure to clean adequately. Due to the clogging, air supply volume and water supply volume did not meet the specifications. This medwatch is being submitted for the reportable issue of foreign material found to be clogging the nozzle, as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that foreign material of fibers was clogged in the nozzle. The fibers did not exit the nozzle. This is attributed to failure to clean adequately. Due to the clogging, air supply volume and water supply volume did not meet the specifications. Other observations for the device are: leak found between knobs due to damage and at the grip unit due to scratch; distal end cover (c-cover) has a dent and is deformed; traces of water invasion in the connector unit; plug unit, scope cover case unit, cracked; and scope cover unit has discoloration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Reprocessing information provided by the customer: an air-water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure. Steps followed for pre-cleaning are as follows: in the examination room, a container with a cleanser bodedex forte from hartmann company is vacuumed several times. The air/water adapter is used. Manual pre-cleaning is performed in the disinfection room. Device is connected to a manual seal and then placed in the basin with bodedex forte from hartmann company according to the manufacturer's dose. It is checked whether there is any leakage; if no leakage, it is brushed through all channels with a single use brush. If the device has leakage, it is removed. Otherwise, the device is placed in a metal basket and rinsed with a water gun with an aquafree water filter attached. Finally, all channels are flushed with water and the device is connected to the endomed washing machine. The manual cleaning is performed within one hour of the procedure. The endoscope channels are brushed during manual cleaning with disposable brush. It is a single use dual-ended cleaning brush made by olympus. The device is rinsed before manual disinfection. All channels are rinsed with and immersed in the disinfectant. Water quality is checked on a regular basis. Automatic endoscopy reprocessor (aer) is used to reprocess the endoscope is steelco company endomed ew 1 (on the wall ), serial number (sn )(B)(4) and steelco company endomed ew 2 (in the room), sn (B)(4). Cleaning and disinfection solutions used in the aer are neodisher sc designed for steelco company dr (B)(6) and septo pac designed for steelco company dr (B)(6). There were no problems noted with the aers. The endoscope is dried with a compressed air gun through all channels and blown off from the outside. After reprocessing, devices are stored lying down in metal baskets in drying cabinets.

Manufacturer narrative:
Correction: e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle was clogged with fibrous foreign matter, but the foreign matter could not be identified. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.